Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 19 non-sustained tachycardia episodes with v-v intervals <200 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 415 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 51,347 ventricular sic since the last session 2.1 days ago.

Event description:
It was reported that the patient heard an alarm three to four times and a remote monitor transmission revealed right ventricular (rv) lead noise. About a month later when the patient came into the clinic, the rv lead exhibited high pacing impedance and oversensing and there was no capture at max outputs. Crosstalk was also noted and the noise was worse with arm movements. The r-wave measurement was high and the measurement was no better with tip to coil. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.